Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 60% stenosed target lesion was located in the left anterior descending artery (lad). It was clarified that the stent damage occurred during the case.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. A recommended 0.014 inch guidewire was loaded successfully load through the device. The balloon was inflated to the rated burst pressure of 18atm without issue. The balloon maintained pressure, deflated without issues, and the stent expanded successfully. H6: evaluation conclusion code: from no problem detected d14 to: adverse event related to procedure d1002.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 60% stenosed target lesion was located in the left anterior descending artery (lad). It was clarified that the stent damage occurred during the case.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014" guidewire was loaded successfully load through the device. The balloon was inflated to the rated burst pressure of 18atm without issue. The balloon maintained pressure, deflated without issues, and the stent expanded successfully.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 60% stenosed target lesion was located in the left anterior descending artery (lad). It was clarified that the stent damage occurred during the case.